Manufacturer narrative:
No additional information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous glucose result generated by the unicel dxc 800 synchron clinical systems. The original result obtained was 66 mg/dl. Rerun of the sample gave 119 and 120 mg/dl the erroneous result was not reported outside of the lab. There was no affect to the patient or user associated with this event.